Event description:
This event is being reported as part of (B)(4). Subject received integra, irrigation and debridement on (B)(6) 2012. The subject's wound, which was on the right plantar foot, had an etiology of diabetic neuropathic ulcer. The wound's approximate measurement was 1.5cm length, 2cm width. On (B)(6) 2012 the subject had an adverse event of an infection and was readmitted on (B)(6) 2012. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken on (B)(6) 2012 was a partial amputation of the 5th ray. This event was deemed resolved on (B)(6) 2012 when the wound was debrided and a bone resection was performed. On (B)(6) 2012 the subject had an adverse event of an infection, and was readmitted on (B)(6) 2012. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. On (B)(6) 2012 the wound was debrided and a bone resection was performed. On (B)(6) 2012 the wound was again debrided and a bone resection was performed with negative pressure wound therapy (npwt) for partial wound closure. The subject was discharged for the hosp on (B)(6) 2012. This event was deemed resolved on (B)(6) 2012 when subject returned for a follow-up visit. On (B)(6) 2012 the subject was readmitted. The wound was debrided and an alternative bioengineered tissue was applied (unspecified). On (B)(6) 2012 the subject had an adverse event of an infection. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was a course of oral cipro and oral diflucan. This event was deemed resolved on (B)(6) 2012 when the subject returned for a follow up visit. On (B)(6) 2012 the subject had an adverse event of an infection, and was readmitted on (B)(6) 2012. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. On (B)(6) 2013 the wound was debrided and bone resection of the right foot was performed. The subject was given intravenous (IV) antibiotic, and then home on oral antibiotic (unspecified). This event was deemed resolved on (B)(6) 2013 when the subject returned for a follow-up visit. On (B)(6) 2013 the subject was readmitted with an adverse event of an infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The wound was debrided on (B)(6) 2013. The action taken on (B)(6) 2013 was a below knee amputation (bka). This event was deemed resolved on (B)(6) 2013 and the subject was discharged on (B)(6) 2013. No additional follow-up visits are available.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.